Manufacturer narrative:
Affected component is the inspiratory valve. After exchanging the inspiratory valve, testing the software, and calibrating the device, it works as intended now.

Event description:
Hamilton medical ag received the following incident description: the hamilton-g5 is alarming high frequency and triggering always while testing the machine. I tried to test software inspiratory valve check but can not adjust the 20 ml/s .